Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported peeling was not confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that while unpacking the balance middleweight (bmw) guide wire, it was observed that coating was missing from one portion of the guide wire. The bmw was not used and it was replaced with another bmw guide wire. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.